Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer went to the station and attempted to recover the remote manager. Found two remote managers attached to the station. One remote managers refrigerator was defective and unplugged for facilities repair. Verified that the remote manager itself was not damaged. The system functioned as intended.